Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 226mg/dl, 116mg/dl, 90mg/dl. Tests were done <10 mins apart with a difference of 56%. Pt did not experience any adverse events. No further follow up required.